Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that that the system would not connect to the o-arm but could if the bulkhead connector was bypassed. The bulkhead connector was replaced and the system then passed the system checkout and was found to be fully functional. The connector 9735859 pnl-mnt ethrnt s8 svc was returned for analysis. Analysis found that one side wall of the connector was broken out with bent or broken leads inside the connector. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a clinical specialist (cs) regarding a navigation device being used outside of a case. It was reported that they were unable to connect the imaging device while setting up for an eval case. It was noted that the mobile viewing station (mvs) verification would immediately fail. It was confirmed that the ip information matched and was set up correctly. In the s8 dicom transfer the s8 was returning an address. The bulkhead connector was bypassed and they were then able to verify from the mvs. There was no patient involvement.